Manufacturer narrative:
Initial.

Event description:
It was reported that the user of an ilet bionic pancreas experienced difficulty consistently announcing meals due to a chaotic work schedule and forgetfulness with a reported blood glucose of 182 mg/dl, and was transferred to clinical support for education on proper pump use and potential algorithm reset. Symptoms included no reported adverse clinical effects, with blood glucose reported in range at the time of contact. Outcomes included completion of troubleshooting and user education, with no alerts or alarms reported and no medical intervention or hospitalization required. Investigation included a clinical review of use practices and guidance on correct operation. Investigation of this case revealed use-related issues characterized by missed meal announcements rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational error associated with inconsistent meal announcement.